Event description:
It was reported that the ventilator did not deliver any volume while on the patient. There was no audible alarm when the reported problem occurred. The patient was manually ventilated with no patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the final test and initial alarm volume test.